Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open emergency right hemi colectomy procedure. The patient had cecal volvulus. The stapling devices were being used to transect the ileum, transverse colon and form and for closing of the common channel of the side to side functional end to end anastomosis. There was no problem firing any of the stapling reloads and the case went smoothly. Five days post operatively the staple line completely failed. The patient was acutely tender. Became tachycardic and was peritoneal on exam. A stat x-ray was performed and the patient had free air consistent with perforation. The patient was brought back to the operating room for an ileostomy. The patient is septic, intimated, and on pressors in the ICU. The ileostomy is considered temporary but give the patient's critical illness, will have it more six months to one year while recovering. The current status of the patient is guarded. The patient subsequently had a gi bleed from stress ulcers and went through hemorrhagic shock after recovering from septic shock. The event lead to or extended the patient's hospitalization time. The patient outcome is reported as alive, with injury.